Event description:
A year after getting saline implants by (B)(6), since then I have had symptoms just get increasingly worse. Such as extreme fatigue, severe memory loss, rashes, unexplained illness, dizziness, anger, depression etc. The worst one is the memory loss, this has been such a severe daily struggle along with the depression. FDA safety report ID# (B)(4).